Manufacturer narrative:
A review of the device history record associated with lot 82234637 revealed no anomalies during the manufacturing and inspection processes that could be associated with the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device was received for analysis but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the physician inserted the balloon of a 3mm x 8cm saber percutaneous transluminal angioplasty (pta) balloon catheter to the desired perineal location and inflated once. During inflation, the balloon of the saber did not hold pressure/shape. Upon applying negative pressure, blood was noted in the indeflator. The balloon was easily removed, and the physician flushed the balloon port to check for leaks; a spray of fluid was noted. It is unknown if the leak was from the shaft near the balloon or from the balloon. There was no reported patient injury. The patient was undergoing a right leg angiogram, with left groin access, using a non-cordis sheath. The saber device was opened in sterile field, and it was stored as per labeling. The user is trained to the device. Target lesion was perineal with moderate areas of calcification and little to moderate tortuosity. The percentage stenosis is unknown as per reporter. The device was not used for a chronic total occlusion. There was no difficulty removing the product from the hoop, removing the protective balloon cover, the stylet, or any of the sterile packaging components. The device prepped normally, maintaining negative pressure. The contrast to saline ratio was 50/50. There was no difficulty advancing the balloon catheter through the vessel or difficulty crossing the lesion. A procedural cd is not available. The device was returned for analysis. A non-sterile saber 3mm x 8cm 150 was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The unit was thoroughly inspected observing that no damages or anomalies were observed during the unaided eye visual inspection. The balloon was received deflated. Functional testing was performed using an inflator/deflator device attached to the inflation port. Balloon inflation was done by applying positive pressure with the purpose of reaching the rated burst pressure. The balloon could not be inflated, and a leak was noted as water was observed flowing out of the balloon through a puncture. Sem analysis confirmed the presence of scratch marks near the puncture identified in the microscopic analysis. These types of damages are commonly related to sharp materials that may have interacted with the device. Therefore, the observed damage may be attributed to interactions with the sharp edges of surrounding material that interacted with the surface affected. A product history record (phr) review of lot 82234637 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta/ptca system leakage thru outer body¿ was confirmed during device analysis. The exact cause could not be determined. Device analysis revealed a leakage of water flowing from a punctured area upon functional analysis. The presence of scratch marks were also noted near the puncture. Therefore, based on the information provided it appears the leakage was caused by the interaction of the material with a sharp object. It is likely vessel characteristics with moderate areas of calcification and tortuosity may have contributed to the reported event as calcification can damage the balloon catheter material. According to the instructions for use, which are not intended to mitigate risk, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
The product history record review is anticipated; however, it has not been finalized. The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the physician inserted the balloon of a 3mm x 8cm saber percutaneous transluminal angioplasty (pta) balloon catheter to the desired perineal location and inflated once. During inflation, the balloon of the saber did not hold pressure/shape. Upon applying negative pressure, blood was noted in the indeflator. The balloon was easily removed, and the physician flushed the balloon port to check for leaks; a spray of fluid was noted. It is unknown if the leak was from the shaft near the balloon or from the balloon. There was no reported patient injury. The patient was undergoing a right leg angiogram, with left groin access, using a non-cordis sheath. The saber device was opened in sterile field, and it was stored as per labeling. The user is trained to the device. Target lesion was perineal with moderate areas of calcification and little to moderate tortuosity. The percentage stenosis is unknown as per reporter. The device was not used for a chronic total occlusion. There was no difficulty removing the product from the hoop or removing the protective balloon cover nor difficulty removing the stylet or any of the sterile packaging components. The device prepped normally, maintaining negative pressure. The contrast to saline ratio was 50/50. There was no difficulty advancing the balloon catheter through the vessel or difficulty crossing the lesion. A procedural cd is not available. The device is expected to be returned for evaluation.